Event description:
Event description cpi received information that this implantable pulse generator (ipg) 'did not function when connected to lead.' The ipg was unable to be tested with the psa but 'was in working condition when measured by programmer and wand.'